Manufacturer narrative:
(B)(4). Approximate age of device - 1 day. A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on post-operative day one, the patient experienced a hemothorax and the source of bleeding was suspected to be the pump pocket site. It was reported that the patient had bloody endotracheal tube output and was returned to the operating room for chest exploration. The patient was transfused with 14 units of packed red blood cells, 6 units of fresh frozen plasma, and 2 units of cryoprecipitate. No site of bleeding was reported and the patient remained off of anticoagulation at the time of bleeding. The patient's dose of vasopressors and inotropes was increased to keep the patient hemodynamically stable as decreased flow and pulsatility index were noted. Concurrently, right ventricular failure was noted upon echocardiogram. It was reported that the patient required fluid removal and atrial-ventricular pacing specifically for right ventricular support in the peri-operative and post-operative timeframe. A temporary right ventricular assist device (rvad) was placed on (B)(6) 2015. On (B)(6) 2015 the rvad was removed and the patient was reported to be stabilizing. The patient would continue to be monitored.